Event description:
A health care professional reported that a female patient underwent injections of 2 cc restylane into the nasolabial folds. Cheeks and chin in 2006. Approximately one month later, she noted a "pimple-like" rash at the base on the left side of her nose that extended to her cheek and chin. The patient then left the country for a month, and when she returned in april 2006, she saw a dermatologist who told her the problem was acne and treated her with clindaycin. There was no improvement of her symptoms and the rash was cultured. The results were positive for an unknown form of staphylococcus. A biposy of a lesion on her upper lip in april 2006 revealed granuloma, foreign body giant cell consistent with restylane the dermatologist began treating the patient with kenalog injections and the patient reports mild improvement. Her last injection was one month later. She was also being treated with an unspecified topical steroid cream. The injecting physician saw her two days later and reported that the rash had spread into areas of herright cheek that were not injected with restylane. Follow-up was scheduled with the dermatologist for three days laer and with the injecting physician one day later. An update from the injecting physician on same day indicated that the patient had been by the dermatologist one day earlier. The injecting physician was requesting treatment advice. Follow up information was received three days later after consulation with the sponsor's company physician the injecting physician agreed the rash appeared to be a case of herpes zoster, as it was unilateral, involved non-injected sites, and sites on different parts of the face, and was accompanied by stress. The injecting physician planned to continue the patient on antibiotics and medications for post herpatic neuralgia.

Manufacturer narrative:
P040024.